Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter came apart. A 150 x 10 renegade hi flo was selected to advance the gastroduodenal artery for an embolization treatment procedure. During preparation, it was observed that the catheter came apart. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is fine.